Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic pain') in an adult female patient who had essure (batch no. 958708) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included painful urination, yeast infection, breast enlargement, seizures, genital herpes, hemorrhagic cyst, perineal pain and breast prosthesis implantation in 2007. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera) and oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), nausea ("nausea"), headache ("headaches"), fatigue ("fatigue"), migraine ("migraine") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (salpingectomy. Bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, bladder disorder, urinary tract disorder, nausea, headache, fatigue and migraine had not resolved and the vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping), pelvic/ abdominal pain, dyspareunia (painful sexual intercourse), fatigue, nausea, migraine and headaches. There were 5 coils coming from the left fallopian tube and 3 coils coming from the right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure confirmation test(s) bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain, dyspareunia, dysmenorrhea, menorrhagia and nausea. Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs and mr received- new events abnormal bleeding (vaginal) was added. Reporter and patient demography added. Medical history, lot number and concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), nausea ("nausea"), headache ("headaches"), fatigue ("fatigue") and migraine ("migraine"). The patient was treated with surgery (salpingectomy. Bilateral). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, bladder disorder, urinary tract disorder, nausea, headache, fatigue and migraine had not resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping), pelvic/ abdominal pain, dyspareunia (painful sexual intercourse), fatigue, nausea, migraine and headaches. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received: this case was upgraded from other event to incident. Event injury was updated as dysmenorrhea (cramping), pelvic/ abdominal pain, dyspareunia (painful sexual intercourse), fatigue, nausea, migraine, menorrhagia (heavy menstrual bleeding), bladder problem, urinary problem and headaches. Patient date of birth, lab data and treatment details added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.